Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported that the doctor gave the patient a 12% increase to address her lack of relief. The patient is currently receiving 1.863 mg/day at a 10 mg/ml concentration of dilaudid. It was noted that the urinary tract infection and the flu (as reported previously) had nothing to do with the pump or therapy. The patient "seemed to be doing better" with her new daily dosage.

Event description:
It was reported that the pump low reservoir alarm date was (B)(6) 2013 and the patient was having difficulty finding a physician to refill her pump before that date. The patient did have another physician that would refill the pump, but not until (B)(6) 2013. The patient stated that her doctor "dropped the ball" with her pump refill as he was out of the country at the time of the report. The patient was told by the clinic that she would just have to listen to the pump alarm for four days until the refill on (B)(6). The patient stated that her pump does her "no good" and does not help with her pain. This had been going on "for months and months and months"; however, the patient had brain tumors and could not remember exact dates or timeline. The patient also stated that she just got over having the flu, had a bladder infection, and had been sick nonstop since (B)(6). The patient had been told by a nurse practitioner (np) that she would switch the drug in the pump once the other drug was emptied from it, but then later told the patient that she could not do that and that np's managing physician refused to refill the patient's pump. The patient's pump had been turned down six times. The patient also reported that there were many times where drug was pulled out and it was not as much as they thought it was going to be, or it was more than they thought it was going to be. The patient stated "it's not always what they anticipate when they empty the pump". The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).